Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a vticm5_12.1, -13.50/1.0/097 (sphere/cylinder/axis), implantable collamer lens tore during injection. The lens was removed and a replacement lens was later implanted. The problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: lens was returned dry in a micro-centrifuge vial. Visual inspection found the haptic torn with foreign material (residue) on the lens surface. Corrected data: the reporter indicated that a 12.1mm vticm5_12.1 -13.5/+1.0/93 (sphere/cylinder/axis) implantable collamer lens tore during injection into the patient's right eye (od) on (B)(6) 2018. The lens was removed intraoperatively; reporter states no patient injury. On (B)(6) 2018 a replacement lens was successfully implanted, resolving the problem. (B)(4).